Event description:
Caller reported aviva system blood glucose results of 490 mg/dl and 425 within 2 minutes, took insulin based upon the 425 mg/dl result. Same system retest result within 5 minutes was 42 mg/dl. Customer stated his blood glucose was dropping rapidly, and he called for an ambulance. He stated, "and the ambulance is here. Goodbye." Customer disconnected. Customer was called back to gather information about the incident. Attempted to determine if the customer was feeling high or low blood symptoms prior to the incident. Attempted to determine what the emt results and treatment were. Customer did state he was taken to the hospital and returned home after 3 hours. Agent was unable to determine hospital results and hospital treatment, unable to determine if customer was admitted to the hospital, unable to determine if the customer was capable of self-treatment. Customer stated, "I used the meter wrong. I am not making any allegation against it, and I am really getting uncomfortable with the line of questioning that is going on. I am going to hang up now." Customer disconnected. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.